Event description:
Caller reported a data error alert. There was no reported impact to the customer's blood glucose level. Tandem technical support informed the caller that some history logs might have been erased; however, the therapy remained unaffected. Customer acknowledged this information and decided to continue using the pump for insulin therapy.